Manufacturer narrative:
The concomitant products: carto 3 (10249), stockert (s/n unknown), cool flow pump (s/n unknown), webster his catheter (catalog and lot number unknown), and a soundstar catheter (catalog and lot number unknown). (B)(4).

Event description:
It was reported that during a left-sided idiopathic vt, a pericardial effusion was confirmed by (B)(4). The patient received IV bolus to prevent hemodynamic instability. The patient is fully recovered. It is unknown whether the patient was needed prolong hospitalization. A transseptal puncture was not performed. There is no claim of product malfunction. The product has not been returned for analysis. This event is most likely procedure related. Since the patient received medical intervention to prevent serious injury, this event is determined to be MDR reportable.